Event description:
It was reported that significant diminished vaporization efficiency was observed at 81,078 joules. The procedure was completed using a second fiber at 14,156 joules. Patient outcome "ok" was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #401a; serial #(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) - refers to forward firing of the side firing surgical fiber; a code request has been submitted.